Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 100 mg/dl. Reportedly customer declined to provide backup insulin therapy method.